Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced severe pain, severe scarring at location of mesh, and recurrence. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe pain, severe scarring, recurrence, infection, inflammation, fistulas, and abdominal pain. Post-operative patient treatment included revision surgery and medication.

Manufacturer narrative:
Additional information: a4, b5, b7, d4 (expiration date), d8, d10, e1, e3, e4, g1, h4, h6 (ime, imf codes) d10: paritex mesh, lot#: pic001113, product ID: pco2520; marlex plug. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, a4, a5a, a5b, b5, b6, b7, h6 (ime, imf, device codes, ime e2402: labs abnormal for hemoglobin 11.2 and h ematocrit 33.4, hydrocele). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal and umbilical hernia. It was reported that after implant, the patient experienced severe pain, severe scarring, recurrence, infection, inflammation, fistulas, abdominal pain, hydrocele, hematoma, fluid collection, abscess, labs abnormal for hemoglobin 11.2 and hematocrit 33.4, mass, swelling, adhesions, blood clotting, bleeding, bloody drainage, dehiscence, scarring, and mesh in colon. Post-operative patient treatment included revision surgery, medication, CT scan, ultrasound, antibiotics, barium enema, and colonoscopy.